Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test. Force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap locked properly into the reservoir compartment. Found no no delivery/occlusion alarm and possible under delivery anomaly during testing. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generated carelink reports. Pump delivered 3 bolus deliveries on the event date of 10/22/2024 at 07:03:53.000, 08:54:37.000, and 18:07:21.000. Pump delivered no delivery alarms on the event date of 10/22/2024 at 17:32:24.000 and 17:34:24.000 during priming. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (22.430 mv). The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. No delivery/occlusion alarm & possible under delivery anomaly were not confirmed during testing. Cosmetic damage was confirmed during visual inspection. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with under delivery issue with an alarm and physical damage to the pump. Pump rattles while reservoir is inside of the pump. The customer's blood glucose was 480 mg/dl. The event involved product(s) mmt-1810. Troubleshooting was performed and pump was used within 48 hours of the event. Customed refused to do hp test and told she will call when she will have time for testing the pump. Advised to change entire set, reservoir and insulin and treat per hcp's instruction. No further patient complications were reported. No device was required to be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.